Manufacturer narrative:
(B)(4). Date sent: 9/28/2021. Photo analysis: this is a analysis for a set of images submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of what appears to be a megasoft pad under a sheets. No damage can be observed. Image 2: the image provided by the customer is that of what appears to be a megasoft pad. No damage can be observed. Image 3: the image provided by the customer is that of a label pediatrics under body sheets. No conclusion could be reached as to how this issue occurred through photo analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. Additional information was requested, and the following was obtained: is the megadyne pad currently being used in the facility. If no, why not? Yes. When were the burns first noticed? The burns were observed at the end of the operating procedure, in the operating room. Besides the burn, did the patient experience any adverse consequence due to the issue? No. What is the current status of the patient? Good progress of the burn, consultations was scheduled. What was the surgical procedure? Distal hypospad + circumcision. How was the patient positioned? Dorsal decubitus. How was the room set up to include patient set up and where was the pad in relation to the patient? The room is an operating block, with a table in the center. The device was under the patient. Was there anything between patient? In order: mistral air heating blanket, drape, cotton draw sheet, absorbing square. Additional information provided: the intervention elapsed normally. No technical issue detected. At the end of the procedure, the instrumentalist observed the presence of 4 red marks (2 marks on the bottom of the patient and 2 other little marks on the thighs). The surgeon observed the burns. A specific cream (laluset) was immediately applied. There was no antiseptic on the burn. When the patient went out the operative room, the medical staff observed the electric blanket was slightly damaged on the table's side and the moss of the table was very hot (the table was warmed up the whole morning with the same blanket without any interruption).

Manufacturer narrative:
(B)(4). Date sent: 10/21/2021. Additional information received: there was a capability letter sent for the triad generator.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No serial number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: could you please confirm what is the severity of the burn? (Please see degrees of burns below and choose one) first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful third degree burn the burn site looks deep, whitening or blackened and charred what medical intervention was used to treat the burn? (Such as salve or stitches) besides the burn, did the patient experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? What is the current status of the affected (patient or user)? Answer: one procedure in (B)(6) 2021: the seat burn was a superficial 2nd degree which progressed well under jaluset and adaptic during hospitalization. The patient will be seen again in consultation in (B)(6). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the megadyne pad currently being used in the facility. If no, why not? Are there any photos of the burn that you could share with us in regards to the burn? If yes, please send to (B)(4). When were the burns first noticed? What medical intervention was used to treat the burn? (Such as salve or stitches) besides the burn, did the patient experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? What is the current status of the patient? What was the surgical procedure? How was the patient positioned? Was the patient hospitalized longer due to the burn? If yes how long was the hospital stay? How was the room set up to include patient set up and where was the pad in relation to the patient? Was there anything between patient? Was the pad rinsed and let dry before it on this surgical procedure? How was pad cleaned? Does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the patient suffered a burn.